Manufacturer narrative:
Product analysis: the complaint was confirmed. However, performing calibration resolve the issue. No other issues were identified. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's stylus was out of calibration. The programmer was returned for service. There was no patient involvement.